Manufacturer narrative:
(B)(4). Additional narrative: it was reported that mesh was implanted due to stress urinary incontinence. Following implantation the patient experienced abdominal cramps, pain, bowel problems, recurrence, and dyspareunia. The patient underwent mesh repair on (B)(6) 2002 due to rectocele and extreme pain. No additional information was provided. (B)(4) ¿ bowel problems; undefined recurrence; dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.